Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose after the device recorded meal announcements classified as ¿more than meals¿ over several days, which the user did not intend. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the hypoglycemia coincided with unintended higher meal announcements and resolved with guidance to resume ¿usual for me¿ meal entries. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.